Manufacturer narrative:
The device was evaluated onsite at the customer's facility by an olympus field service engineer (fse). The fse confirmed a corroded scope connector socket; the error "b30" occurred and no image was produced during the evaluation and the cause of the problems assigned to the corroded socket. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that the socket was corroded. Upon the evaluation of the device, performed by an olympus field service engineer (fse), the fse noted a "b30" error and no image was produced. This report is submitted due to the "b30" error and no image. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the field service engineer (fse) confirmed oxidation in the connector pins of the socket, therefore, it was surmised that communication failure occurred due to corrosion of the electrical connector. It can be noted that error code b30 occurs when communication between the scope and the processor fails. The fse stated that the error was ¿due to connecting a wet endoscope on the outside to the socket and that water causes the socket to acquire corrosion day by day, therefore, it ends up not recognizing the endoscope" olympus will continue to monitor field performance for this device.